Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range shock impedance measurements. Further evaluation of the patient was discussed. Reprograming of the device was performed. This device remains in service. No further adverse patient effects were reported.